Event description:
The reporter stated that the surgeon was inserting a three piece silicone lens model aq2010v using a new microstaar injector and the lens tore. The surgeon cut the lens to remove it. No patient injury.

Manufacturer narrative:
Results: a visual inspection of the returned product shows the lens is torn into pieces. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for evaluation.